Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced an inflammatory reaction. As a result, the device was explanted and replaced. No additional information was provided.

Manufacturer narrative:
Model number/catalog number: 72404310. Serial number: n/a. Batch/lot number: 1100894610. Model/catalog description: pump ms. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on the information available, a conclusion code of adverse event related to patient condition was assigned to this investigation.